Manufacturer narrative:
Device passed displacement, and self tests. No missing segments/partial displays, white displays, flashing displays, gray/faded displays, or unexpected display anomalies were noted during testing. Specifically did not note any unexpected screen darkening during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's screen went darker and customer was unable to read it. Customer stated that frozen display not recurred after installing battery. Customer stated that insulin pump was not dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.